Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) therapy with shocks. It was noted that atp did not convert all of the arrhythmias. There was no out of range impedance measurements observed. Technical services (ts) noted the atrial event appears to be crosstalk. No additional adverse patient effects were reported. The device remains in service.